Event description:
On (B)(6) 2017, the patient was admitted to the hospital and a sae consisting of a "neurological disorder, nerve compression" was recorded on the same day. The device was interrogated and results were normal with no device malfunction/deficiency detected. A relationship to the pulse generator was however reported. As per ecrf records, change in non-cardiac medication regimen occurred with no other action taken. The patient was reportedly discharged on same day (ie. (B)(6) 2017) with sae resolution recorded on (B)(6) 2017. On (B)(6) 2017, another sae was recorded: reportedly, the patient suffered, since the initial implant 2 years before, from [?] Stinging' and pain from the shoulder area to the left arm. This pain also shows up in the pelvis and legs. The patient is known with some sort of raynaud's syndrome. When the left arm is being moved to the side, the device moves towards the deltopectoral groove with increasing stinging pain complaints. The complaints can be fully induced.